Event description:
The customer reported a radiation bypass collimator issue. No pt injury was reported.

Manufacturer narrative:
X-ray can bypass fixed shielding lead mounted on collimator. Shielding not effective. The current MDR was submitted under MDR 1720753-2008-16636. The current number listed in the manufacturer's report number is now correct. (See scanned pages).